Event description:
The customer reported the ventilator backup battery is not getting charged due to the power supply. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.